Manufacturer narrative:
(B)(6). Date of post-operative device migration is unknown. (B)(4) lot unknown. The original implant procedure was performed on an unknown date. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2016 revising a trochanteric fixation nail advanced (tfna) to a total hip prosthesis. The revision procedure was necessitated by a tfna lag screw that had migrated medially through the femoral head post-operatively. During the revision, the original hardware, which consisted of an 11mm/130-degree titanium (ti) cannulated tfna nail, a distal locking screw, and the lag screw, were removed in-tact. The patient was then revised to a competitor's hip prosthesis. The procedure was completed successfully. The patient's post-operative status was noted to be stable. Concomitant devices reported: a distal locking screw (part/lot numbers unknown, quantity: 1) and a tfna nail (part: 04.037.142s, lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).